Event description:
Boston scientific crm received information that post implant high rate pacing of 130-140 beats per minute (bpm) was observed. Technical services (ts) was consulted and it was determined that the pacemakers minute ventilation (mv) feature was interacting with the hospital monitoring equipment and causing the faster pacing to occur. The patches from the monitor equipment were moved to the lower portion of the patient's abdominal area and the pacemaker mv feature resumed normal function.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.